Event description:
The customer reported to olympus that the evis exera colonovideoscope had a broken bowden cable on the small wheel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the air/water tube had foreign objects, and angle wire stopper detached causing angulation defect. Additional findings were as follows: because the wire stopper was detached, bending section cannot be bent in right direction at all, the control unit, the scope cover, the plastic distal end cover, all had a crack, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, because objective lens was shaved, the image has dark area partially, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, bending section cannot be controlled at all, the bending tube was damaged, the objective lens, the light guide lens both had a chip, the adhesive on bending section cover had wear, and the connecting tube had a buckling. The reported fault was likely a result of wear and tear. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.